Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The device was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported, the insulin pump alarmed motor error during bolus and the second one was during priming. Customer's blood glucose was 241 mg/dl. Customer does not recall any significant events which may have caused the alarm. The device was not exposed to an MRI or strong magnetic field. Customer does not use the sensor feature. Customer was able to rewind the device. Customer was advised to discontinue use of the device and revert to backup plan. No further information reported.